Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 136 mg/dl. The customer went to suspend her pump to take a shower and part of the wording was not there. Customer was advised to insert an energizer aaa alkaline battery. Customer has no other new batteries available in the house. Customer was advised to get hold of new batteries to see if that will resolve the issue and will call back if needed.